Event description:
Additional information was received that the annuloplasty product was not fully sutured and tested prior to removal. No adverse patient effects were reported.

Manufacturer narrative:
B1, b2, b5, h1 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 30mm cg future heart ring, it was explanted and replaced with a device of the same size and model. The reason for the replacement was reported as a suture breakage on the buckle of the forming ring holder. The suture broke while wiring the cg future forming ring. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the cg ring exhibited discoloration consistent with prior blood contact. Small holes on the fabric showed possible location of implantation sutures. Small cuts were noted on the fabric. The manufacturing stitchline appeared displaced and rotated from its original orientation. There was no tactile evidence of fractures on the stiffener. The reported allegation of ¿suture breakage on the buckle of the forming ring holder¿ could not be evaluated or confirmed, as the holder was not returned with the device. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.